Manufacturer narrative:
A revision procedure was subsequently performed and this device and the associated lv lead were removed from service and replaced. This device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited out-of-range detected amplitude, out-of-range pace impedance measurements, loss of capture, and pacing inhibition due to a suspected fracture. The patient's ejection fraction had decreased as a result of prolonged loss of biventricular pacing. The physician plans to replace the lv lead. At the time of this report, the lv lead and device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was suspected to have fractured based on alternating high and low out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.